Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that an xtra-silent nite slide-link appliance was defective. Doctor's office stated that this is being returned due to being broken where bands attach. No injury was reported.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned without the original case. The returned device was visually inspected, and clasp was observed to be broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness- the flange was smooth; internal/external surfaces were smooth. Broken- the blue clasp appears broke off. Delamination- layers were intact and did not separate. Discoloration- the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Additional information: d9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional manufacturer narrative : corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. Corrected information: section g3 (date received by manufacturer) that was incorrectly captured in the pervious report was corrected in this report. The manufacturer internal reference number is: (B)(4).